Event description:
The paramount stent was successfully placed with use of a 6fr. Cook rabie sheath, however, during post dilitation using a 7mm synergy balloon by boston sci. The physician found under fluoroscopy, that the paramount stent was severly deformed and elongated. An attempt was made to place a second paramount stent, however, this was unsuccessful due to the proximal deformation of the placed stent. No major complication was reported. No further info or complications have been reported.